Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b7, g1, h6.

Event description:
Healthcare professional reported "prosthesis infection". Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "prosthesis infection". Device has been explanted. This record is for the left side.